Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel in the left forearm. A 6.0mm x 40mm x 40cm sterling balloon catheter was advanced for dilation. However, during second inflation between 10 atmospheres and 14 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries reported.